Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the confidence spinal cement system, 11cc [product code: 2839-10-000, lot number: 251447] were not returned to the complaint handling unit (chu). No information was provided regarding the potential return of the products. The samples are not expected to be returned at this time. The returned x-ray images are not sufficient to evaluate the samples. A review of the device history record (DHR) for confidence spinal cement system, 11cc was conducted identifying that the lot number 251447 was released in a single batch. Lot qty of 48 units were released on august 21, 2019 with no discrepancies. As a result, the DHR identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting per procedure 103393127. Without the samples, we are unable to confirm the reported issue or identify the root cause. The returned images are not sufficient to evaluate the samples. No corrective and preventive action (CAPA) is necessary at this time as no issues could be identified in the manufacturing or release of these products. Therefore, this complaint will be closed with no further action required. If more information and/or the complaint samples become available at a later date, the complaint will be reopened and the products will be evaluated. Device history a review of the device history record (DHR) for confidence spinal cement system, 11cc was conducted identifying that the lot number 251447 was released in a single batch. Lot qty of 48 units were released on (B)(6) 2019 with no discrepancies. As a result, the DHR identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) (11)unknown (10)251447. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: screws were changed at levels l2 and s1, because expedium screws were fenestrated, confidence cement was placed on the fenestrated screws, at the time of finishing placing the confidence cement inside the screws a control plate was taken in where it was noticed that the cement came out of the vertebral body through the lower hole of the screw at level s1. Diagnosis: post-operated unstable lumbar column + screw extrusion l2-s1 bilateral. Surgery: change of bilateral l2 and s1 screws with cannulated screws and vertebroplasty of the same levels. Code: (B)(4) ; lot: not informed. Code: (B)(4) (02 units) ; lot: not informed. Code: (B)(4) (02 units) ; lot: not informed. Concomitant devices reported: polyaxial screw (part#199723850, lot# unknown, quantity 4 ). This complaint involves one (1) device.